Manufacturer narrative:
The ge rep conducted an onsite investigation. The high voltage cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would experience intermittent video loss and collimator loss when the c-arm was moved laterally. No pt injury was reported.